Event description:
Patient reported that the device failed to power on with either fully charged battery. All troubleshooting attempts failed. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.